Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was not confirmed.

Event description:
A facility biomedical (biomed) technician reported that a hemodialysis (hd) patient was in treatment utilizing the fresenius 2008t hd machine when they coded. The biomed was requesting an onsite machine evaluation. Additional information documented that this male patient had been admitted to the hospital on (B)(6) 2026 for an internal bleed after a fall. The fall was not related to dialysis. The patient was in hd treatment on (B)(6) 2026 connected to the 2008t machine when his condition was declining rapidly (no specific information provided). The treatment was stopped and the patient was rinsed back. The patient was removed from the machine to attempt to increase his blood pressure. Approximately 30 minutes after being removed from the machine, the patient was pronounced deceased. No additional details were available pertaining to medical interventions or if any resuscitative efforts were administered. The death was determined to be related to the internal bleed from the fall. The request to have the machine evaluated was per their procedure. No issues were found with the machine, and the machine was placed back into service.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a facility biomedical (biomed) technician reported that a hemodialysis (hd) patient was in treatment utilizing the fresenius 2008t hd machine when they coded. The biomed was requesting an onsite machine evaluation. Additional information documented that this male patient had been admitted to the hospital on (B)(6) 2026 for an internal bleed after a fall. The fall was not related to dialysis. The patient was in hd treatment on (B)(6) 2026 connected to the 2008t machine when his condition was declining rapidly (no specific information provided). The treatment was stopped and the patient was rinsed back. The patient was removed from the machine to attempt to increase his blood pressure. Approximately 30 minutes after being removed from the machine, the patient was pronounced deceased. No additional details were available pertaining to medical interventions or if any resuscitative efforts were administered. The death was determined to be related to the internal bleed from the fall. The request to have the machine evaluated was per their procedure. No issues were found with the machine, and the machine was placed back into service.

Event description:
A facility biomedical (biomed) technician reported that a hemodialysis (hd) patient was in treatment utilizing the fresenius 2008t hd machine when they coded. The biomed was requesting an onsite machine evaluation. Additional information documented that this male patient had been admitted to the hospital on (B)(6) 2026 for an internal bleed after a fall. The fall was not related to dialysis. The patient was in hd treatment on (B)(6) 2026 connected to the 2008t machine when his condition was declining rapidly (no specific information provided). The treatment was stopped and the patient was rinsed back. The patient was removed from the machine to attempt to increase his blood pressure. Approximately 30 minutes after being removed from the machine, the patient was pronounced deceased. No additional details were available pertaining to medical interventions or if any resuscitative efforts were administered. The death was determined to be related to the internal bleed from the fall. The request to have the machine evaluated was per their procedure. No issues were found with the machine, and the machine was placed back into service.